Event description:
The customer reported that the ventilator alarmed with blower high temperature occurrence. It is unknown if the device was in use on patient or if there's any patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair and patient information. To date no further details have been provided. The service history record was reviewed and no repair information was found.

Event description:
The customer reported that the ventilator alarmed with blower high temperature occurrence. It is unknown if the device was in use on patient or if there's any patient harm reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).